Manufacturer narrative:
Device evaluation: two used devices were returned for evaluation. A review of the device history record did not reveal any exception documents. A review of the complaint data base did not reveal any similar complaints for this lot number. The devices were examined visually and checked with calibrated gauges. The lead thread on each luer has slight damage. No dimensional anomalies were noted during the inspection. The power injector syringe was not returned to evaluate. Unable to determine a root cause for the reported failure. No conclusion can be made. Complaint data base will continue to be monitored for this type of failure. Evaluation method: a review of the device history record, the complaint data base was reviewed. Results: unable to determine a root cause for the reported event. Conclusions: no conclusion can be drawn.

Event description:
Two high pressure tubing lines disconnected from the injector syringe during injection. Contrast sprayed. No harm or injury reported. The customer reported two defective devices and returned two devices. Add'l info for the reported two events was not provided. This is one of two form FDA 3500a reports for this complaint, 1721504-2010-00396.